Event description:
It was reported that the customer's pump screen was dark and would not turn on, impacting their ability to use it. There was no adverse impact to the customer's blood glucose level, as they were not using the pump for insulin therapy at the time of the issue. Technical support instructed the customer on troubleshooting steps, including using the pump's button and plugging the pump into a power source. The screen turned on successfully afterward, and the customer confirmed the pump was functioning as intended.